Event description:
Olympus was informed that at the start of a transurethral resection of the prostate (turp), the generator started to smoke and an error message was observed. There was intermittent bleeding due to the procedure, not the equipment. The procedure was partially completed with an electrosurgical ball electrode. The setting on the generator was 260 cut and 160 coag. The patient was to be rescheduled for another procedure. There was no pt injury reported.

Manufacturer narrative:
The generator was returned to olympus for eval. The user's experience could not be confirmed. The generator passed all functional tests. In addition, the system memory logged in <ER 02> code, the saline is activated while the active and/or neutral electrode is put in the air and <ER 04>, which indicated that the output was activated for over 10 seconds without a 30 second interval. In addition, the facility has been informed to refer to the instruction manual in regards to the error codes. The device was inspected and returned to the user facility.